Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. Product ID: 8784, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 525.5 mcg/day via an implanted pump for intractable spasticity. On (B)(6) 2017 at 0530 the patient suddenly started whole body shaking, chills, no appetite, bilateral legs tightness, and jumping/spasticity. On (B)(6) 2017 the pump and catheters were replaced. It was noted there were no factors that led to the event; however, the patient was five weeks post-surgery {refer to manufacturer report # 3004209178-2017-21486 regarding previous catheter replacement}. The family notified the managing physician on the way to the emergency room (ER) then started oral baclofen. The patient arrived at the ER by 1230. The ER confirmed the patient was withdrawing from baclofen and the patient was admitted. The patient had surgery and complete replacement-change in pump and catheter. The issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ the patient¿s weight was 39 kg and the patient¿s medical history was unknown. The pump and catheters were returned. No further complications were reported/anticipated or expected.

Manufacturer narrative:
(S/n: (B)(4)) identified a hole in the catheter body consistent with user-related damage. Leaking was observed during pressure leak testing. Analysis of the partially returned 8780 catheter (s/n: (B)(4)) did not identify any significant anomaly; it was returned in segments and found to be acceptable during testing. Analysis of the pump found no significant anomaly. It was noted that wear on the o-ring for gear number 3 was identified during destructive analysis. (S/n: (B)(4)). Result code 213 and conclusion code 71 apply to both the pump and the 8780 catheter (s/n: (B)(4). If information is provided in the future, a supplemental report will be issued.